Event description:
Customer stated that he was hospitalized for high blood glucose levels of over 900 mg/dl. Customer was experiencing chest pains and trouble breathing. Customer also stated that he had a heart attack and was hospitalized the previous week. Customer stated that when changing the batteries on his insulin pump, it went blank without his knowledge, therefore causing his blood glucose levels to go high. Blood glucose value at time of call was not given. No further information was reported.

Manufacturer narrative:
The complaint was reviewed and it was deemed not required for delivery accuracy testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.